Event description:
It was reported that during follow up for dft testing, patient could not be induced with dc fibber. Noise and no signal were observed. It was suspected that the leads were reversed in the header. The physician re-opened the pocket and placed the leads in their appropriate position within the device header.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.